Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during therapy the artery pressure could not take through the intra-aortic balloon (iab) optical sensor. The iab was replaced to continue therapy. No patient injury was reported.